Event description:
Patient's admitting diagnosis was phlebitis left leg. Aqua pad was order to left leg continuously. Patient had a large ecchymotic area on posterior leg 5/31. When weekend coverage physician checked patient at 1430 on 6/1/92 a large blister had developed on the ecchymotic area. Heat was tolerated by the patient without complaint. Aqua pad was removed from the patient. The t pump was not reported for maintenance. This systems problem is being revieweddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other, none or unknown. The device was not destroyed/disposed of.